Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Date of impant: unknown. Date of explant: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "4y 7m po valve is blocked. Explanted. Delivered with the return kit inside an unknown liquid."

Manufacturer narrative:
Manufacturing and quality control data: the progav system was manufactured by qualified employee in september 2013. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. Investigation: visual inspection: a deformation and significant scratches on the outer casing of the valve were observed in the visual inspection. The progav valve housing was measured to confirm the presence of a deformation. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the valve was test and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first we performed a visual inspection of the progav valve. A deformation and significant scratches on the outer casing of the valve wer observed during the visual inspection. The valve housing was measured and confirmed the presence of a deformation. Next we confirmed the permeability and adjustability of the valve as well as the brake functionality and braking force. The valve operated as expected and met all specifications. Finally, we have dismantled both the valve and the shunt assistant. Minimal deposits inside the valve were detected. No deposits were identified in the shunt assistant. However even a small, often undetectable, quantity of deposits of blood protein can lead to temporary blockage and could be responsible for the suspected malfunction in the past. Based on our investigation, we are unable to substantiate the claim of occlusion. The valve operates within the specified tolerances. However, it is possible that the deposits observed inside the valve could have temporarily occluded the valve in the past. We can excluded a defect at the time of release. No CAPA is necessary.